Manufacturer narrative:
Complaint (B)(4). Received 4pc 454209/b2311346 and 8pc 454209/b240333g for evaluation. We have no remaining inventory of either material/batch. Customer returned samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. No deviations could be observed in the tested samples. The alleged malfunction could not be confirmed.

Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states client is having issues with platelet clumping. Client receives tnp or platelet clumping error in patient results. Tubes are inverted 10 - 12 times following collection and tourniquet is left on for less than 1 minute. Client states that she does not believe there is an issue with the tubes.